Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: baylis medical transseptal needle, st. Jude medical sl1 guiding introducer, st. Jude medical agilis steerable introducer. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Pre-procedure, a baseline effusion was detected. During transseptal phase, the patient became hypotensive and a tamponade was confirmed via echocardiogram. Pericardiocentesis was performed and yielded less than 100 ml of fluid. Patient was reported to be in stable condition. Patient required extended hospitalization of 1 additional day as a result of the adverse event. Patient has since fully recovered. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to transseptal puncture. Transseptal puncture was performed with a baylis medical transseptal needle and a st. Jude medical sl1 guiding introducer. Sheath used was a st. Jude medical agilis steerable introducer. Generator settings at the time of injury included power control mode at 15 watts. Power was titrated to 20 watts. Overall ablation time and last ablation cycle time at the site of injury were not reported, as the adverse event occurred during transseptal phase. Irrigated catheter flow was set at 17 ml/min. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained at greater than 300 seconds. It was noted that the pre-procedure inr was 2.8. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.